Event description:
The user facility reported that the involved angio-seal device was opened during a case but were never used/attempted to be used on a patient. Immediately upon opening they noticed they noticed a crumbling/broken plastic issue. After that a different device was used. The facility has confirmed with me that these angio-seals are stored in their pyxis and have been for 30 years and they have never had any issues. The procedure to be performed on the patient prior to opening the angio-seal was an angiogram. No blood loss was reported. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed as improper device storage. The exact root cause cannot be determined. The likely cause was determined to have been improper device storage resulting in light exposure and material degradation of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).